Manufacturer narrative:
A field service engineer (fse) went on-site and verified that all pressures were correct. Fse stated that customer changed straw and elbow and straightened possible kinked line. The system resumed.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting a wash concentrate reagent leak. No injury was reported.